Event description:
On september 23, 2008, sybronendo received notification from a sales representative that the heads of some k3 files were not crimped on to the shaft, which could cause a serious injury if the files were to be aspirated.

Manufacturer narrative:
There were no injuries due to the reported incident. The subject files were returned to sybronendo for evaluation. The evaluation of the files indicated that the wrong size fluted file blank was crimped to the handle. Due to the smaller size blank the handle was not able to grip onto the file shank. The retain samples from the affected lot were evaluated and were determined to be within specifications. There was no evidence to show that other files had the same problem. The device history record indicated that the finished products were within specifications for the affected lot. A review of the complaint history for the affected lot indicated that no previous complaints had been reported. Based on the complaint history review, the device history record and the retain sample check it has been concluded that this was an isolated incident. No further action is necessary. This is the final report.